Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. The clinical review of all information currently available concluded the following: there is documentation supporting a possible association between the liberty cycler and the event of excess fluid/fluid overload event and subsequent hospitalization. There was medical interventions for cardiac fluid and chest fluid removal during the hospitalization. Additionally from the file review there is a potential issue with the patient's pd catheter (not a fresenius product) and patency with no identified intervention to date. The pdrn states the patient has received training manuals, does not drain well in a sitting position and appears to be compliant to date with manual exchanges.

Event description:
A peritoneal dialysis (pd) patient had reported an unrelated cycler operational issue. Additional information received from the patient during follow-up discovered that the patient had previously been hospitalized due to an excess of fluid. The patient reported that she had a procedure on (B)(6) 2017 for fluid removal from the patient¿s heart (cardiac area) and an additional procedure was performed on (B)(6) 2017 for fluid removal from the patient¿s chest (pleural cavity), which required the patient to have a procedural/surgical intervention involving 3 different incision lines. Following these 2 procedural interventions, while the patient was undergoing ccpd therapy in the hospital, the patient drained for 2 days. No information was provided related to drain volume or patient¿s symptoms pre draining period. Additional information received from the patient¿s pd nurse confirmed that the patient had been admitted to the hospital on (B)(6) 2017 and was subsequently discharged on (B)(6) 2017. The patient was reported to be recovering and continuing with ccpd therapy.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient had reported an unrelated cycler operational issue. Additional information received from the patient during follow-up discovered that the patient had previously been hospitalized due to an excess of fluid. The patient reported that she had a procedure on (B)(6) 2017 for fluid removal from the patient¿s heart (cardiac area) and an additional procedure was performed on (B)(6) 2017 for fluid removal from the patient¿s chest (pleural cavity), which required the patient to have a procedural/surgical intervention involving 3 different incision lines. Following these 2 procedural interventions, while the patient was undergoing ccpd therapy in the hospital, the patient drained for 2 days. No information was provided related to drain volume or patient¿s symptoms pre draining period. Additional information received from the patient¿s pd nurse confirmed that the patient had been admitted to the hospital on (B)(6) 2017 and was subsequently discharged on (B)(6) 2017. The patient was reported to be recovering and continuing with ccpd therapy.